Event description:
The time of event is unknown. There was no report of patient harm. Suction nipple loosened.

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the suction nipple loose. Based on the result, we concluded that it was caused due to the excessive force applied on the suction nipple. In addition, our technician confirmed that the ultrasound connector body leak; however, this defect is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0588(channel)"" and/or the risk analysis results, it was evaluated to submit MDR.